Manufacturer narrative:
D10 concomitant products: unknown parietex product, (lot # unknown) unknown absorbatack, (lot # unknown) huseyin kilavuz, suggestion for an easy laparoscopic technique to avoid difficulties in nonmidline ventral hernia repair: transabdominal partial extraperitoneal (tape) approach. Surgical laparoscopy, endoscopy. Percutaneous techniques, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, nonabsorbable 2-0 v-loc barbed sutures were used to close the hernia defect during laparoscopic repair of nonmidline ventral hernia using the tape technique prior to mesh placement. The study retrospectively analyzed 26 patients treated between january 2022 and june 2024. Postoperative complications included seroma in 7 patients, which was diagnosed through clinical assessment and computed tomography imaging and resolved without intervention within three months, and hernia recurrence in 2 patients during follow-up. Other postoperative events included nausea, vomiting, and hematoma at the camera trocar site requiring local wound management. One patient underwent mesh removal due to acute perforated appendicitis, which was determined to be unrelated to the devices used in the repair. No intraoperative complications, device failures, or mortality were reported in association with the use of th ebarbed suture for defect closure. Suggestion for an easy laparoscopic technique to avoid difficulties in nonmidline ventral hernia repair: transabdominal partial extraperitoneal (tape) approach. Surgical laparoscopy, endoscopy. Percutaneous techniques, 2025.

Manufacturer narrative:
Additional information: g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.